Manufacturer narrative:
The (B)(4) rep replaced the external output cable assembly (part number 0012-0-0886-01) on (B)(6) 2013. After the replacement, the calibration was performed. The functional testing and safety check to factory specifications and the device is a fully operational. The defective cable was forward to (B)(4) for evaluation. A failure analysis was performed by the supplier (electri-cord) on the 'burnt plug' that occurred on an 110v ac line cord (part number 0012-00-0886-01). The supplier determined that the failure was caused by a short and appears to have been subjected to 'abusive' use. This is a second occurrence of the 'burnt' line cord failure symptom of this part. (B)(4).

Event description:
The customer reported that prior to use on a pt, the customer observed burn marks on the plug of the power supply cable and the power strip. The customer decided not to use the iabp for the pt. No pt injury was reported.